Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory microscopic visual inspection noted no irregularities. Analysis of the memory log found that the device did have a battery system fault. The device was tested and failed the battery usage test, which was due to high current. The device case was removed and internal inspection found no irregularities. Analysis confirmed that the device had a fault or error code which was due to premature battery depletion.

Event description:
Boston scientific received information that prior to implant, this device was interrogated at which time a yellow screen appeared on the programmer with an error code of 1002, battery usage is higher than expected. Boston scientific technical services (ts) was consulted and stated that the code was for >75uw, meaning the device is still in storage mode. Ts suggested not to use the device and implant a different one. The health care professional (hcp) did not implant this device. To date, no adverse patient effects have been reported.

Manufacturer narrative:
The device has been returned and will be analyzed. Upon completion of analysis, this report will be updated.